Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which has been implanted 37.9 months, had a charge time of 17.9 seconds, which is almost at elective replacement indicator (eri). The physician is concerned about the device as a different device (same model, different patient) rapidly depleted when eri was triggered. Additional information was received stating the device was explanted for premature depletion. The device did not transition through eri, and was implanted 38 months.